Event description:
It was reported that the patient presented in clinic. Interrogation of the patient's right ventricular (rv) lead showed failure to capture and no sensing. The patient was asymptomatic. Cinefluoroscopy confirmed rv lead dislodgement. The rv lead was explanted and replaced. The patient was stable.